Manufacturer narrative:
The device was returned to a zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. Two charge attempts were unsuccessful related to battery charge. Upon restart of the device, the device was able to deliver shocks at maximum energy but it's not clear if the same battery was being used, or if the same amount of device resources was being used if it was the same battery. It's noteworthy to mention that the returned battery used in the event was 7+ years of age. Per x-series operators guide, guidelines for maintaining peak battery performance, "always carry at least one fully charged spare battery. If no other source of backup power is available, two spare batteries are advisable. Rotate spare batteries routinely. The charge level gradually diminishes in a battery after it is removed from the charger even if it is not used. Regular battery rotation helps to avoid incidents where a low battery condition is encountered because the battery has not been recharged or used in more than 30 days. " analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to charge to set energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.